Event description:
Pt reported that diagnostic testing confirmed the band was "flipped." Pt stated "it was very painful" when the physician attempted to fill the band as it would not fill properly due to "how it was flipped." Device remains implanted. Follow-up information: "revision surgery" was performed to remove and replace the entire system.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: "warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation." Device labeling addresses the reported event of band slippage and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."